Manufacturer narrative:
H 4 device manufacture date was added. The device history record (DHR) review showed no discrepancy. A sample analysis could not be performed because no photo or sample was returned for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. Without a sample for evaluation, a root cause could not be determined. A walkthrough of the process was carried out showing current process and controls to be followed correctly. However, because there have been similar cases reported in the past, a supplier corrective action report (scar) was opened to the supplier to address the reported condition through a more robust investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after 5 days of using the probe, it burst.